Event description:
It was reported that the customer experienced multiple cartridge alarms, specifically cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and a replacement with updated software was sent. The customer was advised on the steps for using the replacement pump and how to return the problematic pump via ups in the provided box within 10 days.